Manufacturer narrative:
Approximately six months ago. Device evaluation: the device is implanted in the patient and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number for this product is unknown; therefore the manufacturing records could not be identified for review. The most probable root cause for this reported complaint is determined to be anticipated procedural complication.

Event description:
Same case as MFR #: 2134265-2008-02583. It was reported that post coronary drug eluting stenting treatment procedure, a stent occlusion occurred. Approximately six months later, the patient was treated for in-stent restenosis. The 90% stenotic lesion was located in the non-calcified and average tortuous proximal left anterior descending artery. The physician advanced the 3.5x16mm quantum maverick balloon catheter to the lesion and on the first inflation, inflated the balloon to 10atms for five seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 3.5x16mm quantum maverick balloon catheter. Patient status is reported as "good".